Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
At the end of a therapeutic procedure for umbilical hernia and laparocele, the device got stuck in an non-olympus 5 mm trocar. It happened when the customer was withdrawing the device from the trocar. The customer couldn¿t unstick the device, but completed the intended procedure withdrawing the device and the trocar together with 3 minutes delay. The procedure was completed. There was no report of patient injury associated with this event.